Event description:
It was reported that this system showed in the right ventricular (rv) lead had retracted, resulting in double counting of both p waves and qrs complexes. The patient initially presented to the emergency room on (B)(6) after receiving a shock. Although a consult was sent for evaluation, the patient left the hospital against medical advice before the results were reviewed and subsequently experienced five additional inappropriate shocks. The clinic later made contact with the patient, and the local representative disabled the device's tachycardia and bradycardia therapy modes. A lead revision procedure is scheduled for (B)(6). This system remains in service.

Manufacturer narrative:
Corrected field: h6 impact codes.

Event description:
It was reported that this system showed in the right ventricular (rv) lead had retracted, resulting in double counting of both p waves and qrs complexes. The patient initially presented to the emergency room on (B)(6) after receiving a shock. Although a consult was sent for evaluation, the patient left the hospital against medical advice before the results were reviewed and subsequently experienced five additional inappropriate shocks. The clinic later made contact with the patient, and the local representative disabled the device's tachycardia and bradycardia therapy modes. A lead revision procedure is scheduled for (B)(6). This system remains in service.